Manufacturer narrative:
Pc-(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot #: mbm839. What do you mean by "suture detachment or suture breakage occurred during use."? No information as to which event occurred. Was the event report of suture detachment and suture breakage noticed on both sutures during use on patient? No. No information as to which event occurred. If not, did only one suture detach during use on patient? Did only one suture break during use on patient? Yes. No information as to which event occurred. Were both sutures from same lot? Yes. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown cardio vascular surgery on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/03/2019. Additional information was requested and the following was obtained: lot number provided: mbm839 does not correspond to product code reported. Corresponds to the product code d6410. The impacted product originally reported was: z493g. Both are pdsii sutures. Please clarify. Sorry for incorrect update information of the lot number. The lot number is unknown. No further information will be provided.